Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. Visual inspection revealed that the dissection tip was received with 3/4 of the circumference of the proximal end detached. The missing piece(s) were not received. The tip was bloody. The tissue welder was received and the jaws were burnt. A pre-cautery test was performed with returned device and a reference power supply and extension cable. The device activated and deactivated during several device actuations. Based upon the received condition of the unit, the reported complaint, "tip broke" was confirmed. The reported complaint "jaws were intermittent" was not confirmed. A lot history record review was completed for the reported lot numbers. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tip broke off in the patient's leg and the jaws had intermittent activation. The reporter clarified the tip broke at the proximal end. One piece broke off and it was retrieved from the original incision. A new kit was opened to complete the procedure. There were no patient effects. The product was returned.